Event description:
Reportable based on the analysis. It was reported that during unpacking for a coronary stenting treatment procedure, the nurse found that there was a leak in the stent balloon that prohibited the stent from inflating. It was further reported that there was no stent damage and no shaft damage and the device was not used in the pt. The procedure was completed with another of the same size device and there were no pt complications. However, device analysis revealed stent damage.

Manufacturer narrative:
Device analysis: a visual examination of the returned device found that the stent was detached from the balloon and free moving along the shaft of the delivery catheter. An examination of the stent found that one end of the stent was bunched. An examination of the balloon found that the balloon had been inflated and was not refolded. There was a large build up of solidified contrast media present inside the balloon. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This investigation will be assigned the most probable root cause classification of handling damage as the damage to the stent was caused by handling the device without pt contact either during the clinical procedure or unpacking / preparation.